Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was pushed into a pool while wearing the pump. Subsequently, although the pump was able to beep and vibrate it was noted to be unresponsive and stopped all insulin delivery. After charging the pump the display turned on and a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.